Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had frequent power cable disconnects, low voltage, and low voltage advisory alarms since 12:00 on (B)(6) 2022. The power cable disconnects were recorded while the patient was connected to the mobile power unit (mpu) and battery power. The replacement of the battery clips or power source did not resolve the issues, but the alarms resolved. Additionally, the patient said that during the power cable disconnect alarms, the red light near the driveline connector was on. The patient visited the hospital and the log file revealed low voltage advisories, low voltage and power cable disconnect alarms. However, the driveline disconnect alarm could not be confirmed because the recorded log file was since 14:00. The facility replaced the system controller as the alarms occurred while on both battery power and the mpu. The patient was then readmitted later that day to wait and see if the log file analysis would need further actions, the red light near the driveline connector did not reappear. On (B)(6) 2022, power cable disconnect alarms again occurred and the log file analysis suggested poor contact of the batteries and battery clips. The hospital replaced all four of the battery clips. All of the alarms have since resolved following the clip exchange. The system controller and the four battery clips would be returned for analysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect visual alarm was not confirmed. A review of the submitted log file contained data spanning approximately 3 hours (21mar2022 at 13:40:44 - 16:39:58 per timestamp). There were no observed driveline disconnect faults in the log file. The pump operated as intended. The returned heartmate 3 system controller (s/n: (B)(6) ) was functionally tested and was able to operate as intended during analysis. The atypical driveline disconnect visual alarm was unable to be reproduced. Provided information stated that the red light near the driveline connector has not been reproduced since the system controller exchange. The root cause of the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect, low voltage, and driveline disconnect alarms. Heartmate 3 patient handbook section 6 - "caring for the equipment" and heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.